Manufacturer narrative:
Additional information: unique device identification(UDI), manufacture date and expiration date provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that registration was performed using the patient tracker and the patient tracker could be recognized as usual. However, recognition failure suddenly occurred during the procedure. The product could not be recognized afterwards. The surgery was conducted without navigation. The tracker was discarded and there was no impact on patient outcome.